Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the surgeon noticed scratches on the lens after implanting the lenses and the lenses were left in the patient's eyes. There was no patient harm.

Manufacturer narrative:
The used company iii (d) cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge tip had light stress. The cartridge had evidence of placement into a handpiece. The used company iii (d) cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Photos were provided of an implanted lens. The same photos were returned for the two files with no identification as to which file the photos were for. The lens was shown unfolded inside the eye with the haptic gusset areas visible. There are what appear to be to be two linear marks on the optic, located midway between the optic center and the optic edge. The lines/marks are perpendicular to the travel path and may be cracks, not scratches. The clarity of photo does not allow for any further determination. Company complaint history and product history records were reviewed and the documentation indicated the product met release criteria. A qualified lens model/diopter was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. No problems were found with the returned used company iii (d) cartridge. No damage or abnormalities were observed. Topcoat dye stain testing was conducted with acceptable results. Based on review of the provided photos, the lens may have cracks instead of the reported scratches. There are what appear to be to be two linear marks on the optic, located midway between the optic center and the optic edge. The lines/marks are perpendicular to the travel path and may be cracks, not scratches. This may indicate a plunger override occurred. It is unknown if a qualified handpiece and viscoelastic were used. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).